Event description:
It was reported in a gastriontestinal endoscopy case report journal that a therapeutic ercp procedure was performed using a jagwire for deep cannulation. A post-procedure radiograph was not performed. The patient complained one day later of abdominal pain, fever, chills, and jaundice. Ercp was performed revealing a fragment of the guide wire in the bile duct. Intravenous antibiotic treatment was initiated and the fragment was removed for resolution of the cholangitis.